Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered non-sustained right ventricular oversensing (nsrvo) alerts occurred due to the right ventricular lead oversensing noise. No changes or intervention was performed. The patient condition was unknown.